Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device accuracy was out of range. The event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/15/2024. One device was returned for evaluation. Visual inspection revealed a cracked lcd lens and air bubbled downstream occlusion (dso). There was no available evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be a defective expulsor/valves/gasket. The expulsor assembly was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.